Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high pacing impedance. No intervention was performed. The patient was in stable condition and will continue to be monitored.